Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing itching and a potential allergic reaction had occurred while wearing the pod longer than 48 hours. Patient sough medical attention virtually and was prescribed benadryl, to be taken orally as needed.